Manufacturer narrative:
The investigation into the product damage/cannula kink has been completed. Visual inspection found multiple kinks on cannula & catheter below the motor housing. No other issues were found on the rest of the pump. The cause of the delivery issue was patient condition related since resistance was met at anastomosis leading to kink in the cannula.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella was not implanted because the cannula developed a kink when trying to advance into the vessel.